Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a drill bit broke during drilling. The surgeon was drilling in the distal humerus when the drill bit broke and remained in the patient. The surgeon left the broken 29 mm portion of the 2.0 mm drill bit in the patient, as he said it would not effect the patient outcome. The surgeon was doing an open reduction internal fixation with plate number 02.117.207, right posteriolateral 7 hole plate. He was using a drill guide in the fixed angled position. The material was already disposed. This is report 1 of 1 for (B)(4).